Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch lot number and no non-conformances were identified. Additional evaluation summary: the actual sample was returned for evaluation. The swage and attachment area of the needles were noted to be as expected. The suture pieces were examined, and the suture pieces have begun the process of disintegration. The foil was examined for visual inspection and pin holes in the bottom of the foil could be observed. Representative samples were returned for evaluation. During visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement.

Event description:
It was reported that a patient underwent a tendon rupture thigh procedure and suture was used. It was reported that the suture appears to be crumbled. A new suture from a new package was taken to perform the surgery. There were no adverse patient consequences reported.